Event description:
Three weeks ago, the pt fell over the handle bars of his daughter's bike. Following the fall, the pt was able to recharge his implantable neurostimulator (ins) and got all 8 coupling bars while doing it. Within the last week, the pt couldn't get any coupling bars when trying to recharge his ins. An x-ray determined that the ins had flipped. The rn (registered nurse) flipped the ins back over and everything was reported to be fine.

Manufacturer narrative:
(B) (4).